Event description:
Pt was revised to address loosening of femoral component. Osteolysis and poly wear indicated intraoperatively.

Manufacturer narrative:
Examination was not possible, as no product was returned. Although the investigation could not determine the root cause of the reported loosening and wear, it would not be unreasonable to expect some wear after 10 yrs of implantation. Based on the investigation, the need for corrective action was not indicated. The tibial insert product code provided is an obsolete item. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.